Event description:
It was reported that balloon rupture occurred. Percutaneous coronary intervention (pci) was performed to treat the patient with coronary artery disease. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery which was very fibrotic and had a stent inserted prior. A 3.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation. However, during inflation at 18 atmospheres for 30 seconds, the balloon burst. The balloon was removed successfully, and no device fragments left inside the patient. Another nc emerge balloon catheter was used to complete the pre-dilation during the procedure. No patient complications were reported.